Event description:
An e-mail received from japan that indicated "on operating, on the way of using, a pin came off and it dropped into the cavity with the knife. Changed to an open procedure, then the knife could be removed but a pin could not be found."